Event description:
It was initially reported that the patient passed away and it was unrelated to the device or therapy. It was added that the cause was related to a pre-existing condition, worsening or exacerbation. The patient was paralyzed from the lower sternum down; she had the diagnoses of ms and still's disease and she had a long battle with decubiti/infections/etc. There were no actions taken and no diagnostics performed. The pump system was delivering hydromorphone, bupivacaine, and baclofen. It was later reported that the cause of death was unknown and that the patient had multiple comorbidities including: morbid obesity, ms, still's disease, quadriplegia, decubiti, and infections.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer. Patient product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Date of death was not provided, date is approximate.